Event description:
The following written report was received from the customer: the transthoracic pacing leads and pads were connected, but the lifepak 9p defibrillator was indicating 'leads off' the pacing pads were replaced with fresh ones, but the alarm continued. Eventually a pair of pacing pads from another batch were tried and worked ok. The batch from which the faulty pads had come was withdrawn from service. There were no adverse effects to pt care reported as a result of the alleged malfunction.